Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Falling apart inside me- vagina [foreign body in reproductive tract]. The string is unraveling and falling off in tiny pieces [device breakage]. Case narrative: consumer reported via email that the tampon string unraveled inside of her. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on june 13, 2022.

Event description:
Falling apart inside me- vagina [foreign body in reproductive tract] the string is unraveling and falling off in tiny pieces [device breakage] case narrative: consumer reported via email that the tampon string unraveled inside of her. No serious injury was reported.

Event description:
Falling apart inside me- vagina [foreign body in reproductive tract] the string is unraveling and falling off in tiny pieces [device breakage] case narrative: consumer reported via email that the tampon string unraveled inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.